Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test alarm. Customer reported that meter was not transferring data to insulin pump. Bolus was programmed into the air and bolus amount was recorded. Customer's blood glucose was 197 mg/dl. Insulin pump failed self-test. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No a64 alarms noted. The insulin pump properly received blood glucose readings from contour link blood glucose meter. No cosmetic damage noted.